Event description:
It was reported that patient presented to clinic for routine follow-up. During device interrogation high voltage lead impedance from rv to can and rv to svc coil had increased. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found a fatigue fracture on the rv cable at 3.1cm from the connector pin. This fracture caused the reported impedance measurement anomaly.